Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 262 mg/dl (aviva) and 109 mg/dl (doctor's meter). No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty strip vial was returned.